Event description:
Incoming inspection stated the percutaneous lead connector (without actual lead) was still in twist lock connector. Rear case is broken. Physician control cover and battery cover was broken. Unable to determine the cause of detachment.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a trial patient found that the twist lock connecter had pulled off the end of the percutaneous extension, thus leaving some frayed wires protruding from the patient¿s back and the trial incomplete. The patient stated that it ¿just came away.¿ four days later it was reported that the health care provider (hcp) saw a trial patient in his clinic on (B)(6) 2013 and the grey cable had become detached. The plastic end of the percutaneous extension sheared off inside the twist lock connector. The patient had not fallen or been involved in any incident but just noticed that the two components came apart. There was no patient harm, injury, or death. The patient was awaiting a new percutaneous extension so it could be fitted and the trial could continue. Three days later it was reported that cause of the issue was not determined. There was no planned date for the placement of the new extension but the reporter anticipated it would be listed in the ¿next few days.¿ the patient was fine but not receiving any stimulation and the trial was on hold.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.